Event description:
The customer reported that there was an intermittent loss of fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator power supply, the backplane connector, the generator cpu, and the monoblock x-ray tube assembly. The system operates as intended.